Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified chronic total occlusion of a mid left superficial femoral artery that was 100% stenosed. An unspecified guide wire was advanced and pre-dilatation was performed with a 4.0 x 40 mm and a 6.0 x 150 mm non-abbott balloon catheter. The guide wire was then replaced with an unspecified command 18 guide wire and a 6.0 x 100 mm supera peripheral stent system was used. However, during deployment, the device met initial resistance with the anatomy, and the stent became elongated to approximately 20%. However, the stent was ultimately deployed in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.